Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, a patient (pt) called to report a diagnosis of a corneal ulcer 2 years ago in the left eye (os) while wearing an acuvue® oasys® brand contact lens (cl). The pt visited an eye care provider (ecp) and was prescribed eye drops (unspecified), to use every 15 minutes for the first day. No additional was provided. On (B)(6) 2019, a call was placed to the treating ecp and additional information was provided: the ecp reported that the pt was treated in (B)(6) 2016 for os infective corneal ulcer. The pt was treated with ofloxacin in the office and was prescribed ciloxan eye drops, to use every 15 minutes for the first day (the rest of the treatment duration and frequency was not provided). The ecp confirmed that the pt did not have a scar and the visual acuity was not affected. No further information was provided. No additional information has been received. The suspect os cl was discarded. The lot # is unknown. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.